Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products. Tsvmb10, imp,tsv,mcol mg,3.7mm,10m lot 1252236. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed; the screw was fractured inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did occur. The screw was fractured inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant fractured. Upon investigation a fractured screw was identified inside the fractured implant. After follow up customer cannot recall if an screw fractured also when the implant fractured.